Manufacturer narrative:
Investigation summary: with all the available information, boston scientific the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists pain and incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is still experiencing pain and burning sensation while using their 12 years old artificial urinary sphincter (aus). Six years ago, the physician said that there is no erosion but the device was at the wrong place. The patient also suffers incontinence and leaks all the time, therefore, they are looking for a doctor to replace the system. No further information was provided.